Manufacturer narrative:
Date sent to the FDA: 05/30/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted the two layers of mesh collapsed together. It was reported that the patient underwent it was reported that the patient experienced severe pain, stress and anxiety. No additional information was provided.